Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced the blood not showing the flash within the chamber. The following information was provided by the initial reporter. The customer stated: it was reported by the customer there is a delayed flash and protective cover pulls off when retracted did exposure to blood/ bf occur? Pending. Customer states product exhibits delayed flash and protective cover pulls off when retracted

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the sleeve fell. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the protective cover pulls off when retracted.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the sleeve fell. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the protective cover pulls off when retracted. H.6. Investigation summary: bd did not receive photos or samples from the customer in support of this complaint; therefore, 30 retention samples from the bd inventory were subjected to functional testing to assess functionality of the device. All samples passed testing exhibiting proper sleeve function. Therefore, this complaint cannot be confirmed based on the retain sample draw testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode of sleeve fall off based on retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.